Event description:
The sales rep reported the customer's vapr s90 electrode sparked once in the patient during a shoulder procedure. The sales rep was not present but she verified no debris fell inside the patient. The surgeon removed the device right after it sparked and used another electrode to complete the procedure with no patient consequences or delays. The device is coming back for evaluation. No further details were available.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek; however, it is not known if it will be received within the 30 day reporting requirement, therefore, depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. In transit.

Manufacturer narrative:
The complaint device was received and evaluated. Visual observation under magnification revealed tissue debris around the active tip. There was saline residue in the suction tube indicating the device had been used. The electrode was connected to a vapr vue generator and all correct default settings were made available. The generator was set to maximum power for ablation and coagulation modes and activated in saline successfully indicating that the device was fit for function at the time of use. Although no sparking of the device was noted, the device was operating intermittently. The build of tissue debris around the tip is possibly contributing to the intermittent operation. The electrode was tested several times to ensure there was no sparking. The reported failure cannot be confirmed and it cannot be determined what caused the user to experience reported problem. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The sales rep reported the customer's vapr s90 electrode sparked once in the patient during a shoulder procedure. The sales rep was not present but she verified no debris fell inside the patient. The surgeon removed the device right after it sparked and used another electrode to complete the procedure with no patient consequences or delays. The device is coming back for evaluation. No further details were available.